Manufacturer narrative:
The product was not returned for evaluation. The reported issue could not be confirmed and the root cause could not be determined. Review of the lot record did not find any issues that would contribute to the event. Additionally, we have not received any other complaints of a similar nature for devices from this lot. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
During pre-use check, an inflation test on the tuftex over-the-wire embolectomy catheter found the balloon was unable to deflate. The operation was successfully completed using another catheter. The product was not used on the patient.